Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Lost or discarded in decontamination.

Event description:
Screw driver shaft and 36 neutral 0 degree liner trial. Screw driver broke and doesn't want to work or function, and the center piece of the liner trial broke right out of the center.

Manufacturer narrative:
Corrected data: the device was returned for evaluation. An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the captive twist straight driver shaft damage on threads. Material analysis engineer indicated the damage observed on threads consistent with in-service use. -medical records received and evaluation: not performed as no medical records were provided. There is no indication that patient factors contributed to the reported event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: visual inspection of the device confirms that trident driver shaft was damaged on threads. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw.

Event description:
Screw driver shaft and 36 neutral 0 degree liner trial. Screw driver broke and doesn't want to work or function, and the center piece of the liner trial broke right out of the center.